Event description:
Procedure: pelvic lymphadenectomy. Pt. Gender: no info. A part of the 5mm port appeared to have broken off at the distal end following entry. The surgeon examined the abdominal cavity laparoscopically to try and identify the missing piece of port. An image intensifier was used in conjunction. Nothing was found. Procedure completed. No pt injury reported.